Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. D5: other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the parapac housing was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
The following fields were updated with corrections: d4. Primary UDI number: (B)(4). H4. Device mfg date: 24-aug-2016. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed - case and front panel were damaged. This confirmed the customer's complaint, as device case and front panel showed evidence of damage consistent with being subjected to impact force. The ventilator being mishandled/dropped was the root cause of the broken parapac housing. Casework kit was replaced, and the device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.